Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged at the reservoir. The customer¿s blood glucose level was 169 mg/dl at the time of the incident. It was reported that the insulin pump¿s reservoir ring was completely cracked. Customer is unsure how it happened, but it was noted the device was cracked on the case, but not dropped, bumped, or in a car accident. No troubleshooting was performed, nor treatment was administered. Customer was advised to discontinue use of the insulin pump. The customer was advised that they would be receiving a replacement pump and to revert to back-up plan per hcp¿s instructions. Customer was advised to return the broken pump for analysis.

Manufacturer narrative:
The pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, end cap address label faded, cracked select button keypad overlay, keypad overlay texture damage, keypad overlay slightly stained, pillowing keypad overlay, and minor scratched lcd window. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer.